Event description:
A pt care mgr reported that during an intraocular lens (iol) implant procedure, strings of matter were noted in the viscoelastic after inserting the lens. The surgeon was able to aspirate the strings. The strings of matter were described as clear strings. No pt harm was reported. Add'l info has been requested.

Manufacturer narrative:
The product has not been received for eval. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).